Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that that only 0.5 kg was removed during treatment on a 2008t machine. There was patient involvement, but there was no harm or adverse event reported. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that only 0.5 kg was removed during treatment on a 2008t machine. There was patient involvement, but there was no harm or adverse event reported. Additional information was requested but was not received to date.